Manufacturer narrative:
Device returned for disposal. Explanted due to normal depletion.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3093-28, lot# v779499, implanted: (B)(6) 2012, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported a neurostimulator was being replaced for normal battery depletion. A short circuit on 0 and 1 pre-operatively when run at 2.5 volts and post-operative at 1.7 volts with the new neurostimulator. When tested at 2.5 volts on the new neurostimulator, the short circuit resolved without sequelae on (B)(6) 2016. Due to the nature of a short circuit, the etiology has been determined to be related to the lead and will be an ongoing tech observation. These pairings were not use for programming. The device was returned for disposal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.